Manufacturer narrative:
Correction: e2, e3, g2 report source. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device.

Event description:
According to additional information received, the patient has reported a curvature of approximately 20-25% in his penis. Notably, he does not have peyronie's disease and expressed that this curvature was not present prior to the surgery. During his follow-up with the surgeon, they seemed to think that it should potentially resolve over time. Additionally, he has observed that after deflating his implant, the cylinders become stiff within seconds, which gives him the impression that they may have been pumped up multiple times [auto-inflation].

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient is experiencing auto inflation and extreme pain after their implant procedure. The patient is going to be seen for emergency removal of the implant.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the MRI results. The IFU indicates incorrect length selection may result in voiding difficulties, inflammation, pressure necrosis, and erosion into the urethra or through the tunica albuginea of the corpus cavernosum, super sonic transport (sst) deformity, buckling of the cylinders, or malposition of the pump in the scrotum.

Event description:
According to additional information received, the device is either defective or incorrectly inserted / incorrectly sized. An MRI was performed and the following findings were noted: focal kinking and s-shaped angulation involving the left corpora cavernosa cylinder, highly suspicious of cylinder buckling. There is angulation of both cylinders to the left near the base of the penis; however, this may be due to positioning rather than buckling. The device remains implanted at this time.

Event description:
According to additional information received, the cylinder is getting crossed and eroded due to either device malfunction or improper placement. The patient is unable to have sex with my wife at all. The device remains implanted at this time.